Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device be tested for bacterial contamination. Cardioquip notified the customer of the potential bacterial contamination/recommendation and provided pricing for hpc test kits via email on 2/23/23. There has been no response to the recommendation as of the date of this report.

Event description:
Due to brown discoloration within the water path and around the hose clamps, cardioquip recommends an internal water pathway replacement.